Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated fields: d8, h3, h6, h11 based on the results of the investigation, it is likely the following led to the malfunction: no problem detected should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image blackout. The event had occurred during set up/inspection for use (during set up in room/ before patient in room). There were no reports of patient harm.